Manufacturer narrative:
Clarification to h10 related report numbers: this is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-01400. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown

Event description:
Patient reported "rupture". Later patient reported "rupture", "capsular contracture baker grade unknown" and "fibroblast formation in the breast". This record is for the right side. The patient was hospitalized. The device was explanted.